Manufacturer narrative:
As of today the device has not been received for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead had fractured. The lead was surgically abandoned and then later explanted. There were no additional adverse patient effects reported.